Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. A visual examination of the returned product identified no visible damage to the scallops, outer diameter, locking feature, or inner radius of the device. A dimensional analysis determined that measurements met product specifications where measured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial total hip arthroscopy, the liner was unable to lock into the shell despite using the recommended surgical technique. There was a 30-minute delay while trying all ways to engage the liner into the shell. An elevated 32mm liner was used instead. There was no patient impact, no medical interventions, and no contributing conditions related to the event. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 110010268 lot# 7213914 g7 osseoti multihole 60mm g. G2: foreign: country: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.